Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (20 mg/ml at 5.4 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and lumbar radiculopathy. On (B)(6) 2016 it was reported that the pump was irritating the patient and possibly migrating so it was going to be moved on (B)(6) 2016. The patient had bruising at the incision site and the pump pocket area. They thought there was an issue with the pump, but the pump was working fine. Additional information was received from a company representative on (B)(6) 2016 and it was reported that the patient did not specify when the issue first started. The pump logs were checked and there were no motor stalls or anything else abnormal; it appeared to be a possible migration issue stemming from the time of implant in 2014. It was unknown if diagnostics and/or troubleshooting was performed. The cause of the issue was not determined. The patient did have surgery on (B)(6) 2016.